Manufacturer narrative:
The insulin pump passed all functional testing including displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. All operating currents are within specification. However, the insulin pump and carelink are not communicating; the problem was isolated to the mother board. Also, the insulin pump was unable to communicate with carelink pro due to poor solder joints at u4 on mother board. The insulin pump was received with minor scratched display window, cracked case at the display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of damage to their insulin pump. The customer states the pump was cracked at the screen and lower left side. The customer states the pump fell. The customer's blood glucose level was unknown. Troubleshoot was conducted. The customer states the screen was hard to read. The customer was advised the pump would be replaced and returned for analysis.